Event description:
The following is based on a review of medical records provided by the pt: (B)(6) 2012 presents with increasing right inguinal pain for six weeks. An umbilical hernia was present on exam however no inguinal hernia could be felt. Primary repair of an umbilical hernia and mesh repair of possible right inguinal vs athlete hernia with bard 3dmax mesh. (B)(6) 2012 presents with increasing pain. Genitalia has some swelling along the cord, repair is intact, no bulge. Possible pulled staple, no concerns on exam. Reassure pt mass is swelling in cord; increased pain due to pull. Medication prescribed. On (B)(6) 2012 pt complains of continued pain at surgical site. "Complaint of pain sound exactly like his initial complaints. It seems the right inguinal hernia repair did not address his initial symptoms." Recommend referral to ortho to evaluate further for musculoskeletal injury. Pt seems agreeable. Additionally, the pt has reported that he underwent a CT scan (report not provided) and the results were inconclusive. He has also stated that he has began pain injection treatment and he continues to have recurring infections (no culture results provided). The etiology of the pain is unk and his md does not recommend removal of the mesh at this time.

Manufacturer narrative:
Postoperatively the pt was given antibiotics for what appears to have been a precautionary measure. (B)(6) weeks post implant an office visit notes that the pt's complaints of pain sound exactly like his initial complaints and that it seems the right inguinal hernia repair did not address his initial symptoms. He was referred to ortho to evaluate further for musculoskeletal injury. The pt indicates that he has been treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." At this time it cannot be determined if the mesh is the cause or has contributed to the problems reported by the pt. Additionally, the mesh remains implanted. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Postoperatively the pt was given antibiotics for what appears to have been a precautionary measure. (B)(6) weeks post implant an office visit notes that the pt's complaints of pain sound exactly like his initial complaints and that it seems the right inguinal hernia repair did not address his initial symptoms. He was referred to ortho to evaluate further for musculoskeletal injury. The pt indicates that he has been treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." At this time it cannot be determined if the mesh is the cause or has contributed to the problems reported by the pt. Additionally, the mesh remains implanted. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Postoperatively the pt was given antibiotics for what appears to have been a precautionary measure. (B)(6) weeks post implant an office visit notes that the pt's complaints of pain sound exactly like his initial complaints and that it seems the right inguinal hernia repair did not address his initial symptoms. He was referred to ortho to evaluate further for musculoskeletal injury. The pt indicates that he has been treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." At this time it cannot be determined if the mesh is the cause or has contributed to the problems reported by the pt. Additionally, the mesh remains implanted. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.